Event description:
Philips received a complaint on the v60 ventilator, indicating that the there was a check vent proximal pressure autozero alarm. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the customer biomedical engineer (bme) was testing the device and found that the device when the proximal pressure autozero error occurred. The customer stated that the flow sensor assembly had been replaced two weeks prior to the device issue. The rse advised to the customer to check the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The customer called back to the rse and stated that they took out the gas delivery system (gds), reseated the da pcba, and made sure that the pin alignment was proper. The gds was then reinstalled into the device and the device passed a performance verification test (pvt) successfully. In a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was confirmed that the device use and patient information from the time of the event was requested but unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.